Event description:
Admitted with severe pain left hip. Pt had history of subcapital fracture left hip & fracture humerus 2/98. Percutaneous pinning done at that time at another hospital. F/u x-rays show collapse of subcapital fracture & avascular necrosis of femoral head. Admitted to have 3 previous percutaneous screws removed and have possible bipolar prosthesis or total hip replacement. Total hip replacement done 9/14/98.